Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a battery status of end of life (eol) after approximately 64 months of implant time. The local guidant representative expressed frustruation that charge time, not battery voltage, triggers the elective replacement indicator (eri).